Event description:
The initial reporter received questionable ise indirect gen.2 na results for one patient tested on a cobas 8000 cobas ise module. Prior to patient testing, the customer's ise qc results were within the acceptable ranges. The patient's initial na result was reported outside the laboratory. The customer performed qc and had out-of-range results. The customer performed repeat testing with the patient's sample on a different cobas 8000 cobas ise module. The patient's initial na result was 148.0 mmol/l. The patient's repeat na result was 138.9 mmol/l. The customer determined the repeat na result was correct and a corrected report was provided. The na electrode lot number was v0938 with an expiration date requested but not provided.

Manufacturer narrative:
The customer reported the sample was clear and free of clots. The field service engineer found the vacuum probe was damaged and not fully evacuating the bath, and the sipper probe was dirty. He replaced the vacuum probe and the sipper probe. He cleaned the ise bath. He performed ise checks and qc with acceptable results. After service, no further issues were reported by the customer. The investigation reviewed the customer's calibration and qc results and the results were acceptable. There was no indication of a performance issue with reagent. The investigation determined the service actions resolved the issue.